Event description:
The customer reported a clenz leak of an unknown quantity coming from the right side of the hmx autoloader during shutdown. The leak was not contained. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were reported for this event.

Manufacturer narrative:
The field service engineer (fse) found tubing at pv37 from ff107 to ff124 was damaged. The fse replaced the tubing and resolved the leak. Upon recur, the failure mode identified could cause erroneous results for all parameters due to insufficient backwash of the probe leading to carryover. (B)(4).